Event description:
It was reported that the device exhibited premature eri. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported premature battery depletion was confirmed in the laboratory. The device was found to be below expected limits. No sources of high current drain were found during testing. The battery was returned to its vendor. No anomalies were found. The cause of the premature battery depletion was not determined.